Event description:
It was reported that the device was producing an incomplete mesh. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. Upon evaluation it was noted the device failed the cut test.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined that the cutter failed testing due to an incomplete cut. The cutter was returned to the account as they cannot be repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.